Event description:
The customer reported that the olympus soltive laser fiber was not functioning properly, and prompted the laser unit to shut off and restart. According to the initial reporter, this event occurred during procedure preparation, prior to the patient entering the room. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.